Event description:
Internal report no: (B)(4). Users narrative: "the white body at the base of the needle leaks where the two halves come together." Two - three needles said to be affected, 5pcs (1 used and 4 originally packed) sent back for evaluation.

Manufacturer narrative:
At this point no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and relevant raw material history files of the reported batch did not indicate recorded quality problems or rejections related to this incident. According to the investigation breakage of the needle results from improper use/ off-label use. Warning indications in the instructions for use refer to how to avoid the cannula breaking. Any further info will be sent in to FDA as soon as it becomes available. If no further info becomes available pajunk considers this file as closed.